Event description:
The customer reports that one patient sample generated a hemoglobin result of 7.9 g/dl on the cell-dyn emerald analzyer. The same patient generated a hemoglobin result of 14.1 g/dl on the cell-dyn 1800 analyzer. Controls have been within specifications. The sample tested was a fingerstick. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.